Event description:
It was reported that the customer had an alaris etco2 module that is giving a channel error 571.6241 on 25mar25 at 7:06am. There was no information on patient involvement. Although requested, further information was not provided.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had an alaris etco2 module that is giving a channel error 571.6241 on 25mar25 at 7:06am. There was no information on patient involvement. Although requested, further information was not provided.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint issue of etco2 displays a channel error was confirmed and replicated during the investigation. A functional test was performed on the suspect etco2 module, but the device failed the test displaying an error code 571.6240.1. After the oridion board was provisionally replaced with a known good part for testing purposes only, the suspect etco2 module passed the functional testing and preventive maintenance test successfully. A review of the error logs of the suspect etco2 showed that the malfunction with error code 571.6240.1, confirming the complaint issue. It was registering a total of two (2) malfunctions displayed on the event date performed by the customer (25 march 2025). However, was not displayed any malfunction at the time provided by the customer. From 1:06:13 pm to 1:06:58 pm, the device was attached to pcu s/n 17178351, assigned to channel a and start monitoring. From 1:07:02 pm to 1:07:13 pm, channel select was pressed and the device was idle. At 1:07:14 pm, channel malfunction (error 571.6240.1) was displayed. At 1:07:30 pm, the channel off keypress was selected. From 1:23:24 pm to 1:23:30 pm, the device was attached to pcu s/n (B)(6), assigned to channel a and start monitoring. From 1:23:43 pm to 1:23:45 pm, channel select was pressed and the device was idle, monitoring stops and the channel malfunction (error 571.6240.1) was displayed. From 1:24:11 pm to 1:24:19 pm, channel off was selected three (3) times. Alaris technical service manual etco2 module 8300 series states on chapter 2 ¿ checkout and configuration the next statement: when powering up the instrument, verify the instrument beeps and all display led segments flash. This confirms that the instrument has performed its self-test and is operating correctly. During operation, the instrument continually performs a self-test and will alarm and display a message if it detects an internal malfunction. Contact carefusion authorized service personnel if the instrument has physical damage, fails to satisfactorily pass the startup sequence, fails a self-test, or continues to alarm. For new instrument checkout, the minimum checks (described in the maintenance software user manual) are: regular inspection functional tests devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: please replace oridion board due investigation results. The etco2 was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported channel error was identified to be an incompatibility with the oridion board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.